Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose (bg) level decreased to 60 mg/dl. The customer acknowledged that they should not have been connected to the pump during the fill tubing process. Reportedly, the customer went to the emergency room (ER), consumed carbohydrates and was treated with intravenous fluids of insulin and saline. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.